Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that the insulin pump display was missing segments. Customer did not recall blood glucose at the time of incident. Troubleshooting was performed. The insulin pump was broken but the display was not blank. Customer insulin pump was constantly beeping, counting down and the numbers are spreading apart. Customer broke the insulin pump while working out at the gym. Insulin pump buttons are unresponsive. Customer said the display did not return to normal. Customer drive support cap was normal. Customer was advised to observe the time clock and time advanced. Insulin pump will be returning for analysis. Customer could not run self-test. Customer was advised to discontinue from the insulin pump and revert to a backup plan. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump had missing segments/partial display due to bleeding lcd glass. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly due to lcd damaged. No constant audio beep anomaly noted. Pump had minor scratched display window and cracked reservoir tube lip.